Manufacturer narrative:
Device evaluation completed on march 16 , 2022: during the visual evaluation, no apparent damage or visual anomalies were observed on the spec smooth rnd 425cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a mentor smooth round spectrum, 420cc saline breast implant experienced left-sided deflation, and right-sided asymmetry issue post procedure. As a result, patient underwent bilateral replacements as follow: l/ cat#:3504504bc sn#: (B)(4), r/ cat#: 3504754bc, sn#: (B)(4) on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).